Event description:
Complainant alleged that during functional testing. The device inappropriately shut down after power on. Complainant indicated that there was no patient involvement in the reported malfunction.